Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was observed that visible r waves were not being counted and appeared as pauses. Programming changes to adjust the dynamic range and sensing were completed. There were no adverse patient consequences.